Manufacturer narrative:
(B)(4). Based on new information provided by the account, the report was updated from a malfunction to a non-reportable event.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/13/2015.

Event description:
According to the reporter: the bag broke off while trying to catch the gallbladder two times. Additional information requested but not yet received.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 04/13/2015.

Event description:
Additional information: bag detached prematurely. No injury to the patient.